Event description:
It was reported that the programmer would not boot up. The service disk was run, but did not help. The programmer was returned for service. There was no indication that there was any patient involvement with this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). Programmer stuck in long boot. ECG (electrocardiogram) connection found loose.